Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported during a da vinci-assisted surgical procedure, that the fenestrated bipolar forceps had a broken cable and the joint at the jaw almost break off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. The procedure was completed with no patient injury and no fragment fall into the patient. The issue caused a procedure delay of 3 minutes.